Manufacturer narrative:
.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a fall and broke two ribs and hit his stimulator and it quit working for his back, but kept working for his legs. He further stated that about a month or so ago it quit working altogether. The patient indicated he was getting by without it and did not want to replace it if he could help it. It was noted that the patient had a loss of therapy. It was further mentioned that the patient spoke with someone who stated that it probably broke all that stuff loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.